Event description:
It was reported that the poly turned yellow. Allegedly the surgeon was doing a revision for another issue and noticed that the poly was yellow and it should remain white.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding discoloration of a trident liner was reported. The event was confirmed. Method & results: -device evaluation and results: the returned device was yellowed, confirming the reported event. Consultation with the material science group indicates yellowing of polymers is expected and is associated with absorption of synovial fluids in-vivo. -device history review: the reported device was manufactured and accepted into final stock with no discrepancies. -complaint history review: there have been no other events for the reported lot ID. Conclusions: the cause of the reported discoloration can be attributed to in vivo synovial fluid that absorbs into the polymer. There is no specific device failure.

Event description:
It was reported that the poly turned yellow. Allegedly the surgeon was doing a revision for another issue and noticed that the poly was yellow and it should remain white.